Event description:
It was reported that a piece of the rubber bung was found in the solution within the vial. After trying out a lot of different methods, the cn realized it was the needles that were the problem.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06412. The report was submitted in error.